Event description:
Information received from the field notes that the patient presented to the clinic with what appeared to be dermatitis according to the physician. The patient had been showing symptoms of an allergic reaction since implant and had been treated with triam cream without result. The physician reported that the allergy appeared to be a cyanoacrylate or medical adhesive reaction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received